Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise which resulted in inappropriate mode switch episodes. The noise could not be replicated in clinic. No intervention was performed and will continue to be monitored. The patient was in stable condition.